Manufacturer narrative:
Visual inspection of the returned uniht titanium hexed uniscrew by the complaint investigator has confirmed the screw has fractured. The screw has fractured on the threads of the screw. Also,the hex of the device has been stripped. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. No non-conformances were initiated for this lot. A technical root cause cannot be determined.(B)(4)

Event description:
The doctor states that the abutment screw has fractured. The implant remains implanted.